Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low tacrolimus results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013.additional information:siemens healthcare diagnostics inc. Issued an urgent medical device recall on (B)(4)-2013. The recall letter confirmed the complaint of low qc and patient sample recoveries with the dimension tacr flex reagent cartidge lot fa3316. The recall letter instructed customers to immediately discard any remaining reagent inventory of lot fa3316.

Event description:
Biased low results were obtained on tacrolimus (tacr) on qc samples during calibration attempts of a new lot, fa3316. The account was unable to calibrate the reagent lot. Patient results were not reported to the physician. Patient treatment has not been altered or prescribed on the basis of the inability to calibrate the tacr reagent. There was no report of adverse health consequences as a result of the inability to calibrate the tacr reagent. The account is now sending tacr samples to an alternate laboratory for testing by an alternate methodology.